Event description:
On (B)(6) 2013 patient reported experiencing issues with the arrow button on the infusion device. Patient stated the up arrow button does not respond with button presses. Patient reported she began having this issue about 2 weeks ago. Patient stated she attempted to bolus one day when she realized the infusion device was responding intermittently. Patient reported that now the infusion device does not respond at all no matter how hard the button is pressed. Patient is currently on the backup infusion device. Patient stated the button does pop back out after being pressed but the infusion device does not respond. Patient reported she was not aware of the button recall. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified. Result the problem mentioned by the customer could not be reproduced. All buttons were tested successfully and meet the specification. Product meets specification and no corrective actions are needed.